Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2023-04326. It was reported the patient experienced pain at the ipg site and their lead had high impedances. In turn, surgical intervention was undertaken wherein the ipg and the were explanted and replaced to address the issue. Therapy was established post-operatively.

Manufacturer narrative:
B3-date of event is estimated.